Manufacturer narrative:
Concomitant medical products: product ID 306001 lot# unknown serial# implanted: (B)(6) 2021 explanted: product type screening device information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. The trial began (B)(6) 2021. It was reported that they had to change their underwear due to blood. The patient stated that since the device was placed, their blood sugar had been running a lot higher. Additional information was received from the patient. They reported that it was hard to lower their panties without pulling on the battery. They also mentioned, "something is moving around in there."